Event description:
The rptr did a meter to lab comparison test which resulted in the lab test reading 98 mg/dl. The difference between tests was 20 minutes. The rptr retested using his meter and got a reading of 144 mg/dl. No symptoms were reported. A control solution test was within range 125 (95-142). Rptr has not been available for follow-up session.